Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery test. Insulin pump was also programmed with test glucose meter. Insulin pump communicated properly and recorded the 98 mg/dl value properly from glucose meter noted. No unexpected under delivery and passed the delivery accuracy test. No bolus anomaly noted during testing. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address or serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 400 mg/dl and treated with shot and manual injections. The insulin pump did not give enough insulin and false readings. Customer declined troubleshooting for the high blood glucose. The insulin pump was burned and blackened, and not give enough insulin and false readings. Black and burned , its on the upper right corner. The device will be returned for analysis.